Event description:
A surgeon reported that a patient presented with tass (toxic anterior segment syndrome) and associated vitritis one day following a cataract procedure. The surgeon used a 2.4mm temporal, clear corneal incision in the right eye. The patient was referred to a vitreoretinal specialist the same day the inflammation was noted and was treated with topical and oral antibiotics. The patient's condition is improving. It was reported that enzymatic cleaner was used to clean the instruments utilized during the cataract procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).